Manufacturer narrative:
An ocd field engineer visited the customer site and indicated that the tube on probe was loose and the level detection board was corroded from the probe leakage. The fe replaced the tubing, probe, wash station, level detection board and performed the appropriate alignments and adjustments to return the instrument to expected operation. The customer performed and accepted qc.

Event description:
The customer reported that the probe on the ortho provue analyzer leaked fluid into the reagent vials on board the instrument. Probe drip lead to dilution of sample/ reagent, carry over and/ or cross contamination and erroneous results which could lead to transfusion of incompatible blood. Erroneous test results were not reported.